Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smart assist system instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: cautions ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported an 82-year-old patient was implanted with an impella cp for mechanical circulatory support. It was reported, that upon removal of the impella, there was also an attempt to place a 11 fr sheath over a .035 wire, however, the wire dissected a vessel. The wire was removed, and vessel closed successfully. A clot was found in the superficial femoral artery, used penumbra to remove clot with success. Additionally, patient experienced oozing at groin, flow resolved. The patient was later successfully weaned from the device.